Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. A stylet insertion test was also performed and passed without problems, indicating no blockage in the lumen.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as helix retraction difficulties were encountered during the procedure. Consequently, the physician decided to use another lead and the procedure was completed successfully. No adverse patient effects were reported. The product was returned for analysis.